Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings were noted during device evaluation in addition to the reported in b5: due to wear of angle wire the bending angle in the up direction did not meet the standard value, due to wear of angle wire the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip and a scratch, and the adhesive around the light guide lens was peeled. The connecting tube, the scope connector, the universal cord, and the control unit all had discoloration. Switch 2, the control unit, the switch box, the bending section cover, the scope connector cover unit, the bending section cover adhesive, the connecting tube, the protector of universal cord on scope connector side, the universal cord, the image guide protector, the grip, the scope cover, the suction cylinder, up/down/right/left knob, forceps elevator lever & knob, the scope connector, and plastic distal end cover all had scratches. Due to clogging of the nozzle the water removal ability did not meet the standard value, and due to a pinhole on the bending section cover the water tightness was lost. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer flushed the air/water nozzle with air and water and a detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.